Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim: 2674-pc - preparing to draw labs noted blood backing up into the distal lumen of the uvc, as well as a quick drop of the bp mean to <25 mmhg. Distal lumen was gently flushed, but the blood kept backing up into the distal lumen. All connectors were checked for secure attachments. Rns continued to assess lines and connectors for secure attachments. All infusions were placed via uac. Blood backed up into uac as well with infusions running via uac. All connectors changed and discovered a leak in the y-port of the maintenance fluid IV line. Maintenance line and fluids were changed, and all infusions were placed back to uvc. There was a leak at the proxial (closest to the bag spike) y site on the infusion set. The lot number is unknown but the infusion line in quyestion was retained.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage from y-port could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2426-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.